Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: a visual inspection of the pump revealed that both the battery compartment and cartridge compartment were intact; no damage was observed. There was no evidence of cracks or damage found to the pump casing. The complaint of a cracked/damaged casing issue was not observed during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).